Event description:
Boston scientific received information that this lead was exhibiting shock impedance measurements greater than 125 ohms in all three shock lead vectors. Additionally, no pacing or capture was observed. A lead revision was performed and there was no visible damage to the lead and no device to lead connection issue noted. The decision was made to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough inspection of the returned proximal lead segment was performed. Microscopic visual inspection confirmed the lead had been severed 285mm from the terminal pin. There was body fluid noted in the lumen and the conductor coils were deformed. Resistance testing confirmed the electrical continuity of the returned segment. Damage to the lead resulted from the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when product evaluation is complete.